Manufacturer narrative:
The actual device was not returned for evaluation. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. No previous reports for this product/lot combination have been received and no anomalies were found during the DHR review indicating that the device met specification prior to leaving the manufacturing facility. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. The same user facility reported a similar event for another device, see MDR 3013394970-2017-00130.

Event description:
The user facility reported difficulty with the involved angio-seal device. The following information was provided by the user facility: they were unable to insert the assembly; insertion of the locator/insertion sheath assembly into the artery was attempted twice and failed; manual compression was applied to achieve hemostasis; the puncture site was distal to the inguinal ligament of the right common femoral artery: the size of the ancillary sheath used was 6 fr; blood loss was reported to be less than 250 cc; there was to reported health damage to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results, the code was reported in follow up. There is no evidence that this event was related to a device defect or malfunction. With no device return the exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.